Event description:
It was reported that shortly after this implantable cardioverter defibrillator (ICD) was implanted, therapy has been delivered in multiple occasions while the patient was performing daily activities. Boston scientific technical services (ts) referred the patient to the following physician for further evaluation. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that shortly after this implantable cardioverter defibrillator (ICD) was implanted, therapy has been delivered in multiple occasions while the patient was performing daily activities. Boston scientific technical services (ts) referred the patient to the following physician for further evaluation. Additional information was received that the patient was evaluated and the device interrogated. No additional intervention was performed. No adverse patient effects were reported. At this time, this device remains in service.